Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('both tubes removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "he couldn't get the right one in and forced it". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("I was awake! I was in so much pain"), vomiting ("I threw up") and procedural haemorrhage ("was bleeding"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, procedural pain, vomiting and procedural haemorrhage outcome was unknown. The reporter considered medical device removal, procedural haemorrhage, procedural pain and vomiting to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New reporter added. On 20-mar-2020: no new clinical information received. On 17-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('both tubes removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "he couldn't get the right one in and forced it". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("I was awake I was in so much pain"), vomiting ("I threw up") and procedural haemorrhage ("was bleeding"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, procedural pain, vomiting and procedural haemorrhage outcome was unknown. The reporter considered medical device removal, procedural haemorrhage, procedural pain and vomiting to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.